Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Cause was not known. Reportedly, the low bg resulted in a fall and bruises. It was subsequently reported that the fall resulted in housing damage to the pump, rendering the pump unusable for insulin therapy. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer reverted to manual injections for insulin therapy.